Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-jun-20 regarding an unknown patient receiving unknown baclofen (approximately 500mcg/day at an unknown concentration) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient showed up at the hcp's facility with an infected baclofen pump. They planned to explant the pump and had questions about managing intrathecal baclofen withdrawal. No other patient symptoms were reported and no patient information was known. No further complications were reported or anticipated as a result of this event. Additional information received reported the patient's device serial number and the patient's name